Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a right atrial leadless pacemaker exhibited under-sensing. Patient condition was unknown.